Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6)2012. Access was obtained at the femoral head via a 6f cordis sheath. Peri-procedure the patient was anticoagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that "the sealant was properly shuttled down into the sheath until the stop and then the device jammed." The shuttle would not retract. The device was removed and the patient was converted to approximately 20 minutes of manual compression in which time hemostasis was achieved. The patient was hospitalized for an unrelated and unspecified reason. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device showed the shuttle cartridge was disengaged from the handle with the sealant flush at the distal end of the shuttle cartridge. When an attempt was made to retract the shuttle, resistance was noted and the shuttle did not move. The cordis introducer sheath was removed distally. Subsequent to unsheathing, blood was observed on the full length of the sealant. The distal tip of the advancer tube was compressing against the sealant. Blood leaching through the length of the sealant's core may initiate proximal swelling of the sealant, which could potentially lead to a device jam. Based on the information received and the investigation performed, the root cause of the device deployment jam could not be conclusively determined. The review of the lhr (lot f1222302) indicated that the device lot met all established performance criteria prior to shipment.